Event description:
It was reported via social media that a patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. On an unknown day post procedure, the patient died. No further information was provided.

Manufacturer narrative:
Date of death - estimated as this date is unknown. Date of event- - estimated as this date is unknown. Implant date - estimated as this date is unknown.